Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had a loose boot at the light source. The issue was detected at reprocessing. No patient injury reported. During the evaluation of the device, it was noted the forceps cover glue was peeling. This report is to capture the reportable malfunction of the forceps cover glue was peeling noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was a confirmed. The light guide tube protector boot on the scope cover side was loose. The control body probe unit was loose, had a scratch and dents, and the screw hole was missing. The plastic distal end cover glue was chipped. The bending section cover glue had a crack affecting insulation. The ultrasound image had multiple broken elements. Switch button one (1) was cut. The elevator channel water flow inlet was loose. The control body scope cover name plate was missing. The customer label was not affecting function. The control knob had play, and the angle wire was stretched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the peeling adhesive on the forceps cover likely occurred from an external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.